Manufacturer narrative:
Image review: a complete set of intraprocedural fluoroscopic cine images were reviewed. The available evidence reveals that two separate fluoroscopic valve load inspections were performed, confirming acceptable valve loading. A pre-implant balloon aortic valvuloplasty was performed prior to valve implantation. Images documenting the failed valve deployment were not captured. The valve was deployed at an approximate depth of 2¿3 mm on the non-coronary cusp, as confirmed in the cusp overlap view, and approximately 6 mm on the left coronary cusp, as verified in the lao view. Following valve release, the post-implant angiogram demonstrated minimal aortic paravalvular leak. It was reported that, during the loading process of a transcatheter aortic valve implantation procedure, the gray component within the blue hand rest of the delivery catheter system (dcs) separated. The images provided were insufficient to allow assessment of the reported issue, and no additional evidence was available for review. However, it was documented that the reported issue was attributed to user error. The absence of the patient's executive summary limited the ability to conduct a comprehensive anatomical assessment. Updated data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the loading process of a transcatheter aortic valve implant procedure, the gray component inside the blue hand rest of the delivery catheter system (dcs) separated. The proctor was notified of the incident and opted to continue with use of the system. A flow check was then performed and no misload was identified. A pre-implant balloon aortic valvuloplasty (bav) was then completed. The dcs was then inserted into the patient and advanced to the aortic annulus. When attempting to deploy the valve,the deployment knob was utilized but the valve did not deploy from the dcs. Subsequently, the dcs was withdrawn from the patient and placed on the assembly tray. While on the assembly tray, the attending physicians attempted to release the valve by pulling the "trigger." While doing so, the part of the dcs that contains the flush port and tip retrieval further separated from the blue hand rest of the dcs. After further separation of these components, two internal white strips were able to be visualized. A new valve, dcs, and compression loading system (cls) were then utilized to complete the procedure. After implantation of the valve, computed tomography (CT) angiography and transthoracic echocardiogram (tte) revealed a valvular gradient of 5 millimeters of mercury (mm hg) and a position of 3-4 millimeters (mm). A 5-minute procedural delay occurred due to the inability to deploy the valve. Additional information was received that the emergency mechanism at the distal tip of the dcs and the components of the release button (actuator) separated. The capsule did not respond when the actuator was rotated but there was no difficulty rotating the actuator. One delivery attempt was made. In conversation with the valve loader, it was concluded that the emergency retraction button was accidentally activated during the prosthesis assembly and was not properly reconnected afterwards which caused the problems.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the loading process of a transcatheter aortic valve implant procedure, the gray component inside the blue hand rest of the delivery catheter system (dcs) separated. The proctor was notified of the incident and opted to continue with use of the system. A flow check was then performed and no misload was identified. A pre-implant balloon aortic valvuloplasty (bav) was then completed. The dcs was then inserted into the patient and advanced to the aortic annulus. When attempting to deploy the valve, the deployment knob was utilized but the valve did not deploy from the dcs. Subsequently, the dcs was withdrawn from the patient and placed on the assembly tray. While on the assembly tray, the attending physicians attempted to release the valve by pulling the "trigger." While doing so, the part of the dcs that contains the flush port and tip retrieval further separated from the blue hand rest of the dcs. After further separation of these components, two internal white strips were able to be visualized. A new valve, dcs, and compression loading system (cls) were then utilized to complete the procedure. After implantation of the valve, computed tomography (CT) angiography and transthoracic echocardiogram (tte) revealed a valvular gradient of 5 millimeters of mercury (mm hg) and a position of 3-4 millimeters (mm). A 5-minute procedural delay occurred due to the inability to deploy the valve.

Manufacturer narrative:
Product ID evproplus-29 (serial: (B)(6); product type: 0195-heart valves; select patient information cannot be included in the regulatory report due to regional privacy regulations.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.